Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the box and catheters were labelled as 18ch but the catheters inside were found to be 14ch.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted 3 photo samples were received. Visual evaluation noted the first photo sample shows the bulk packaging labeling. The second photo sample shows 4 intermittent silicone catheters with an individual magic 3 go package next to them. Three of the catheters have red grippers and one has an orange gripper on it. The third photo sample shows the tips of the 4 catheters. The photo sample showing three of the catheters having red grippers and one having an orange gripper gives evidence that a manufacturing defect occurred, although the exact failure can not be determined due to no physical sample being received. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the box and catheters were labelled as 18ch but the catheters inside were found to be 14ch.